Event description:
The customer stated that the buttons are not responding after insulin leaked into the reservoir compartment. The reported blood glucose reading was 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. See medwatch report 2032227-2009-01231 for the reservoir leak.